Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was discarded by the hospital. It was reported that a revision surgery was needed due to two creo 5.5 tav rods that were found to have fractured post-operatively. Information regarding the implants were not available for traceability. The initial surgery, a fusion from t7-s2ai using creo threaded and s2ai screws, was performed on an unknown date. A revision took place on (B)(6) 2023 to replace both rods that were fractured at the l4/l5 level. The screws from the original construct did not need to be removed. It was reported the 6120.5000 "threaded locking cap driver" fractured when it was used to remove the locking caps from the original construct. No implants, images, or additional information were available for review. No additional information from the original or revision surgeries could be provided. It is unknown whether patient weight, activity level, or traumatic event contributed to the fracture. Because the implants were not available for inspection, imaging was not provided, and since the exact surgical conditions during the initial surgery cannot be identified or replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was performed to remove creo rods that had broken post operatively. This event occurred in australia.